Event description:
This will be filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system, the gripper lever was retracted beyond the blue line, resulting in difficulty raising and dropping the gripper arms. The cds was not used. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without the device to analyze, the reported difficult gripper actuation issue appears to be due to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.